Event description:
Caller reported a malfunction on the pump, with a malfunction code of malf 9. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, although the specific value was displayed as "high." The customer took corrective action by giving a manual insulin injection. Customer technical support provided assistance with resetting the pump, and after the reset, the malfunction did not recur. Caller was instructed to call back if the malfunction code recurs and acknowledged the guidance.